Event description:
Here's what I sent to (B)(6) on (B)(6) message about the situation: I have another issue with another bladder control pad. I found this one on here when I took this out of the wrapper. It's not even fair to me to have these kinds of issues with these products again. It looks like someone used it (a tissue or something it's gross and disturbing). They replied back about my number and about someone contacting me which no one has. The first message about it went out on sunday (B)(6) 2016.